Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation it was noted that the right ventricular lead exhibited loss of capture. Lead dislodgement was confirmed via x-ray. The lead was repositioned successfully on (B)(6) 2022. The patient was in stable condition.